Event description:
Bayer case number: (B)(4). Abdominal pain [abdominal pain] prolonged menstrual bleeding [menstruation prolonged] dizziness [dizziness] headaches [headache] iron deficiency [iron deficiency] lower back pain [low back pain] hair loss [hair loss] weakness [weakness] general discomfort. [General discomfort] regulate her menstruation [irregular menstruation]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a 44-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of cervical conization in 2015 and arrest cardiac, cervical intraepithelial neoplasia iii, breast reconstruction, tonsillectomy and pulmonary hypoplasia. Previously administered products included: ibuprofen and paracetamol/ibuprofeno. Concurrent conditions were listed as uterine fibroids, dysmenorrhea and prolonged heavy periods. In 2015, the patient had essure inserted. On unknown date she experienced abdominal pain (seriousness criterion intervention required), heavy menstrual bleeding ("prolonged menstrual bleeding"), dizziness ("dizziness"), headache ("headaches"), iron deficiency ("iron deficiency"), back pain ("lower back pain"), alopecia ("hair loss"), asthenia ("weakness"), discomfort ("general discomfort.") And menstruation irregular ("regulate her menstruation"). The patient was treated with surgery (bilateral laparoscopic salpingectomy). Essure was removed on (B)(6) 2022. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, alopecia, asthenia, back pain, discomfort, dizziness, headache, heavy menstrual bleeding, iron deficiency and menstruation irregular to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [full blood count] in (B)(6) 2022: hb 15, 7,620 leukocytes, 242,000 platelets. Normal coagulation. Normal renal and hepatic function. Normal ions [pathology test] (date unknown): both uterine tubes are received in the same container, one measuring 7x0.6 cm and the other 6x0.8 cm, both are shiny, brownish, and smooth. The essures are also received in the same container and will be stored. Fragments of tubes (2) without relevant alterations. Examination: ¿ soft and depressible abdomen, no pain upon palpation. ¿ normal external genitalia. ¿ speculum examination: well epithelialized cervix, no visible lesions. No bleeding. No vaginal lesions. ¿ bimanual examination: uterus in anteversion, mobile, no pain upon palpation. ¿ transvaginal ultrasound (tvus): uterus in anteversion. Presents small, intramural-subserosal fibroids, the largest on the posterior uterine wall measuring 13x16 mm. Endometrium appears homogeneous at 7 mm. Normal adnexa. No free fluid in the douglas pouch. [Physical examination] (date unknown): normal vitals ¿ soft and depressible abdomen, no pain upon palpation. ¿ normal external genitalia ¿ speculum examination: cervix well epithelialized, no visible lesions. No bleeding, no lesions in the vagina. ¿ bimanual examination: uterus in anteversion, mobile, no pain upon palpation. [Ultrasound scan vagina] (date unknown): erus in anteversion. Presents small, intramural-subserosal fibroids, the largest on the posterior uterine wall measuring 13x16 mm. Endometrium appears homogeneous at 7 mm. Essures are normally inserted. Both adnexa appear normal, periovulatory follicle in the right iliac fossa. No free fluid in the douglas pouch. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) abdominal pain [abdominal pain], prolonged menstrual bleeding [menstruation prolonged], dizziness [dizziness] , headaches [headache] , iron deficiency [iron deficiency] , lower back pain [low back pain] , hair loss [hair loss] , weakness [weakness] , general discomfort. [General discomfort] , regulate her menstruation [irregular menstruation] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a 44-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of cervical conization in 2015 and arrest cardiac, cervical intraepithelial neoplasia iii, breast reconstruction, tonsillectomy and pulmonary hypoplasia. Previously administered products included: ibuprofen and paracetamol/ibuprofeno. Concurrent conditions were listed as uterine fibroids, dysmenorrhea and prolonged heavy periods. In 2015, the patient had essure inserted. On unknown date she experienced abdominal pain (seriousness criterion intervention required), heavy menstrual bleeding ("prolonged menstrual bleeding"), dizziness ("dizziness"), headache ("headaches"), iron deficiency ("iron deficiency"), back pain ("lower back pain"), alopecia ("hair loss"), asthenia ("weakness"), discomfort ("general discomfort.") And menstruation irregular ("regulate her menstruation"). The patient was treated with surgery (bilateral laparoscopic salpingectomy). Essure was removed on (B)(6) 2022. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, alopecia, asthenia, back pain, discomfort, dizziness, headache, heavy menstrual bleeding, iron deficiency and menstruation irregular to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [full blood count] in (B)(6) 2022: hb 15, 7,620 leukocytes, 242,000 platelets. Normal coagulation. Normal renal and hepatic function. Normal ions. [Pathology test] (date unknown): both uterine tubes are received in the same container, one measuring 7x0.6 cm and the other 6x0.8 cm, both are shiny, brownish, and smooth. The essures are also received in the same container and will be stored. Fragments of tubes (2) without relevant alterations. Examination: soft and depressible abdomen, no pain upon palpation. Normal external genitalia. Speculum examination: well epithelialized cervix, no visible lesions. No bleeding. No vaginal lesions. Bimanual examination: uterus in anteversion, mobile, no pain upon palpation. Transvaginal ultrasound (tvus): uterus in anteversion. Presents small, intramural-subserosal fibroids, the largest on the posterior uterine wall measuring 13x16 mm. Endometrium appears homogeneous at 7 mm. Normal adnexa. No free fluid in the douglas pouch. [Physical examination] (date unknown): normal vitals soft and depressible abdomen, no pain upon palpation. Normal external genitalia speculum examination: cervix well epithelialized, no visible lesions. No bleeding, no lesions in the vagina. Bimanual examination: uterus in anteversion, mobile, no pain upon palpation. [Ultrasound scan vagina] (date unknown): erus in anteversion. Presents small, intramural-subserosal fibroids, the largest on the posterior uterine wall measuring 13x16 mm. Endometrium appears homogeneous at 7 mm. Essures are normally inserted. Both adnexa appear normal, periovulatory follicle in the right iliac fossa. No free fluid in the douglas pouch. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-may-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.